Manufacturer narrative:
This serves as a correction report. Section h-11 has been updated to reflect the returned product investigation. The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, requested product (test strips) was not received for investigation. Retained test strip samples from the same lot reported by the customer (1611904) were tested with control solution. All results were within the range specification and no errors were observed.

Event description:
A caller (customer¿s daughter) reported that the customer was hospitalized on an unspecified date due to ¿issues with their meter¿. The caller reported that her mother¿s adc blood glucose meter did not give a reading after sample application, displayed an unknown error code, and provided a reading of 400 mg/dl on an unknown date/time. The caller refused to troubleshoot or provide additional information. There was no report of death or seriously injury associated with this event.

Event description:
A caller (customer¿s daughter) reported that the customer was hospitalized on an unspecified date due to ¿issues with their meter¿. The caller reported that her mother¿s adc blood glucose meter did not give a reading after sample application, displayed an unknown error code, and provided a reading of 400 mg/dl on an unknown date/time. The caller refused to troubleshoot or provide additional information. There was no report of death or seriously injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, requested product (test strips) was not received for investigation. Retained test strip samples from the same lot reported by the customer (1611904) were tested with control solution. All results were within the range specification and no errors were observed. Section d-3 (zip code extension) was incorrectly documented in the initial report. Section d-3 has been updated.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed in b.3. Is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s daughter) reported that the customer was hospitalized on an unspecified date due to ¿issues with their meter¿. The caller reported that her mother¿s adc blood glucose meter did not give a reading after sample application, displayed an unknown error code, and provided a reading of 400 mg/dl on an unknown date/time. The caller refused to troubleshoot or provide additional information. There was no report of death or seriously injury associated with this event.